Manufacturer narrative:
The local representative reported that the patient had multiple, reoccurring episodes of ventricular fibrillation. Subsequently, boston scientific crm received information that the sudden onset of ventricular fibrillation ceased after two to three hours of external defibrillation. The patient was placed on ECMO (extracorporeal membrane oxygenation). It was reported that the patient may have suffered some neurological damage. No device intervention (reprogramming or invasive) was undertaken at that time. Aside from the report of pacing inhibition during cautery use, there were no allegations or complaints against the device's operation or functionality. There was no evidence to suggest that a device malfunction cause or contributed to the patient's death. In 2009, technical services was contacted by the local representative. The local representative had been notified by the physician that this patient had expired approximately 2-3 weeks from the adverse patient event in 2008. The physician reported that this patient expired of non-device related causes. The exact date and cause of death was not provided. A request was made to field for additional information including date of death, cause of death , return of device and/or memory disk.

Event description:
Boston scientific crm received information that this local representative contacted technical services to report that this patient was undergoing a non-device related surgery abdominal aortic aneurysm repair. The patient was pacemaker dependent. During short burst of cautery, pacing inhibition was observed. Subsequently, ventricular fibrillation occurred requiring external defibrillation.